Event description:
The manufacturer received information alleging a ventilator screen remains blank when turned on. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that: the manufacturer received information alleging that a ventilator screen remains blank when turned on. The device was returned and evaluated, and the problem was confirmed. The device's display interface circuit board was replaced to address the issue.